Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 months the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with a recurrent gastrointestinal bleeding (gi) bleeding and anemia. The patient presented with hemoglobin (hgb) of 6.4 taken from an outside lab and reported of feeling fatigue and dizzy. The patient also presented with dark stools and occasional diarrhea. The patient¿s anticoagulant at the time of event was warfarin. The patient was transfused with 1 unit of packed red blood cells (prbc) and their hgb went up to 9.2. The patient¿s hbg stabilized and they were discharged home on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.